Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that a cartridge alarm 1 occurred during basal delivery. Additionally, it was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Reportedly, the cartridge was changed to address the issue. As well as, a minimum fill notification occurred after the user filled the cartridge with (B)(4) units of insulin during the load sequence. Ultimately, the customer reverted to an alternate method of insulin delivery. Customer's blood glucose was 230 mg/dl.